Manufacturer narrative:
(B)(4). The reported patient effect of stroke is a known observed and potential adverse event as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effect and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 11 days post xact stent implantation in the left internal carotid artery, the patient was diagnosed with left branch retinal artery occlusion. Reportedly, the patient woke from a nap and had a "light veil over the left eye". Computed tomography (CT) and carotid doppler were all within normal limits. Lovenox was administered. The condition is improved but continuing. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no device malfunction reported that could have contributed to the event. Occlusion and visual disturbances may occur during this type of procedure and as listed in the xact instructions for use, occlusion and visual disturbances are known observed and adverse events associated with the use of the product. Based on available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Subsequent to the intial medwatch report, additional information indicates that the event was determined to be a stroke.